Event description:
Y-90 uptake in the stomach/gastric fundus [device deployment issue] case description: initial information was received on 20-jun-2016: this spontaneous medical device report was received from a non-healthcare professional on behalf of a physician concerning a (B)(6) caucasian female. The patient's medical history included hepatocellular carcinoma. The patient's concomitant medications included ibuprofen, multivitamin, and calcium/vitamin d, all for indications unspecified. The patient received therasphere (yttrium-90 glass microspheres), 35mci once via catheter for hepatocellular carcinoma on (B)(6) 2016 (lot number and expiration unknown). On (B)(6) 2016, the scan showed y-90 uptake in the stomach. On (B)(6) 2016, original mapping procedure was conducted, but due to spect camera heads malfunctioning, the artifact seen on planar images could not be evaluated further. On (B)(6) 2016, the patient was scheduled for mapping to be re-done and followed by delivery if the results showed no shunting. Mapping was repeated but spect images from the study could not be opened for viewing due to it issues, so planar images were reviewed again and the artifact seen on 01-jun-2016, was no longer present. Therefore, on (B)(6) 2016, delivery of y-90 was performed. The bremsstrahlung scan after y-90 delivery showed y-90 uptake in the stomach. The mapping spect images were able to be viewed the next day on (B)(6) 2016, after y-90 delivery, that unfortunately showed maa uptake in the stomach. The report for this second mapping procedure was therefore generated the next day after delivery was performed. The outcome of the event is unknown. The reporting non-healthcare professional assessed the y-90 uptake in the stomach as serious (medically significant). The company considers the event as serious (medically significant) due to the potential for patient harm. Follow-up information will be requested. Follow-up information from the initial reporting non-healthcare professional was received on (B)(6) 2016: therasphere lot number and expiration date were not available. The patient has developed and been diagnosed with active esophageal ulcers (onset date not reported) and has had a surgical consultation. It was currently undetermined whether she will need a j-tube placement. The patient was taking protonix 40 mg qd for the treatment of the active esophageal ulcers. The patient was admitted to the hospital on (B)(6) 2016 with nausea, dry heaves, and abdominal pain (symptoms secondary to the esophageal ulcers per reporter). A gastrointestinal (gi) consultation with endoscopy was scheduled but cancelled. A CT scan was performed on an unspecified date in (B)(6) 2016, which revealed gastric wall thickening at the fundus. The gi specialist diagnosed patient with esophagitis, dysphagia and odynophasia. The patient was discharged on (B)(6) 2016 with the following medications: protonix 40 mg po bid (increased from qd), carafate 1 gm qid, and reglan 5 mg qid). The outcome of the active esophageal ulcers, esophagitis, and gastric wall thickening at the fundus and abdominal pain was unknown. The patient recovered from nausea and dry heaves. The reporting non-healthcare professional assessed the severity of the y-90 uptake in the stomach/gastric fundus as serious (medically significant, hospitalization) and considers the symptoms of nausea, dry heaves, and abdominal pain to be secondary to the esophageal ulcers. The esophageal ulcers, gastric wall thickening at the fundus, odynophagia and dysphagia are all secondary to the y90 uptake in the stomach. The company considers the event to be serious (medically significant). Follow-up information is expected. Follow-up information from the initial reporting non-healthcare professional was received on (B)(6) 2016: on (B)(6) 2016, the patient was undergoing mapping to evaluate for a further therasphere treatment possibly on (B)(6) 2016. The patient's dysphagia and odynophagia have both resolved at of (B)(6) 2016. The patient continued with previously reported medications. No additional information was available. No further information is expected. This report is final. Company comment the event of device deployment issue is considered to be unlisted according to the therasphere current reference safety information (uspi). The company considers the event of device deployment issue to be not assessable. In agreement with the reporters the company considers all reported symptoms to be related to the device deployment issue. The event is considered reportable as it is serious and related to treatment. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Y-90 uptake in the stomach [device deployment issue]. Case description: initial information was received on 20-jun-2016: this spontaneous medical device report was received from a non-healthcare professional on behalf of a physician concerning a (B)(6) caucasian female. The patient's medical history included hepatocellular carcinoma. The patient's concomitant medications included ibuprofen, multivitamin, and calcium/vitamin d, all for indications unspecified. The patient received therasphere (yttrium-90 glass microspheres), 35mci once via catheter for hepatocellular carcinoma on (B)(6) 2016 (lot number and expiration unknown). On (B)(6) 2016, the scan showed y-90 uptake in the stomach. On (B)(6) 2016, original mapping procedure was conducted, but due to spect camera heads malfunctioning, the artifact seen on planar images could not be evaluated further. On (B)(6) 2016, the patient was scheduled for mapping to be re-done and followed by delivery if the results showed no shunting. Mapping was repeated but spect images from the study could not be opened for viewing due to it issues, so planar images were reviewed again and the artifact seen on (B)(6) 2016, was no longer present. Therefore, on (B)(6) 2016, delivery of y-90 was performed. The bremsstrahlung scan after y-90 delivery showed y-90 uptake in the stomach. The mapping spect images were able to be viewed the next day on (B)(6) 2016, after y-90 delivery that unfortunately showed maa uptake in the stomach. The report for this second mapping procedure was therefore generated the next day after delivery was performed. The outcome of the event is unknown. The reporting non-healthcare professional assessed the y-90 uptake in the stomach as serious (medically significant). The company considers the event as serious (medically significant) due to the potential for patient harm. Follow-up information will be requested. Company comment: the event of device deployment issue is considered to be unlisted according to the therasphere reference safety information (uspi). The company considers the event of device deployment issue to be not assessable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Y-90 uptake in the stomach/gastric fundus [device deployment issue] case description: initial information was received on 20-jun-2016: this spontaneous medical device report was received from a non-healthcare professional on behalf of a physician concerning a (B)(6) female. The patient's medical history included hepatocellular carcinoma. The patient's concomitant medications included ibuprofen, multivitamin, and calcium/vitamin d, all for indications unspecified. The patient received therasphere (yttrium-90 glass microspheres), 35mci once via catheter for hepatocellular carcinoma on (B)(6) 2016 (lot number and expiration unknown). On (B)(6) 2016, the scan showed y-90 uptake in the stomach. On (B)(6) 2016, original mapping procedure was conducted, but due to spect camera heads malfunctioning, the artifact seen on planar images could not be evaluated further. On (B)(6) 2016, the patient was scheduled for mapping to be re-done and followed by delivery if the results showed no shunting. Mapping was repeated but spect images from the study could not be opened for viewing due to it issues, so planar images were reviewed again and the artifact seen on (B)(6) 2016, was no longer present. Therefore, on (B)(6) 2016, delivery of y-90 was performed. The bremsstrahlung scan after y-90 delivery showed y-90 uptake in the stomach. The mapping spect images were able to be viewed the next day on (B)(6) 2016, after y-90 delivery, that unfortunately showed maa uptake in the stomach. The report for this second mapping procedure was therefore generated the next day after delivery was performed. The outcome of the event is unknown. The reporting non-healthcare professional assessed the y-90 uptake in the stomach as serious (medically significant). The company considers the event as serious (medically significant) due to the potential for patient harm. Follow-up information will be requested. Follow-up information from the initial reporting non-healthcare professional was received on 13-jul-2016, 18-jul-2016, and 25-jul-2016: therasphere lot number and expiration date were not available. The patient has developed and been diagnosed with active esophageal ulcers (onset date not reported) and has had a surgical consultation. It was currently undetermined whether she will need a j-tube placement. The patient was taking protonix 40 mg qd for the treatment of the active esophageal ulcers. The patient was admitted to the hospital on (B)(6) 2016 with nausea, dry heaves, and abdominal pain (symptoms secondary to the esophageal ulcers per reporter). A gastrointestinal (gi) consultation with endoscopy was scheduled but cancelled. A CT scan was performed on an unspecified date in (B)(6) 2016, which revealed gastric wall thickening at the fundus. The gi specialist diagnosed patient with esophagitis, dysphagia and odynophagia. The patient was discharged on (B)(6) 2016 with the following medications: protonix 40 mg po bid (increased from qd), , carafate 1 gm qid, and reglan 5 mg qid). The outcome of the active esophageal ulcers, esophagitis, and gastric wall thickening at the fundus and abdominal pain was unknown. The patient recovered from nausea and dry heaves. The reporting non-healthcare professional assessed the severity of the y-90 uptake in the stomach/gastric fundus as serious (medically significant, hospitalization) and considers the symptoms of nausea, dry heaves, and abdominal pain to be secondary to the esophageal ulcers. The esophageal ulcers, gastric wall thickening at the fundus, odynophagia and dysphagia are all secondary to the y90 uptake in the stomach. The company considers the event to be serious (medically significant). Follow-up information is expected. Company comment the event of device deployment issue is considered to be unlisted according to the therasphere current reference safety information (uspi). The company considers the event of device deployment issue to be not assessable. In agreement with the reporters the company considers all reported symptoms to be related to the device deployment issue. The event is considered reportable as it is serious and related to treatment. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.